Event description:
A caller reported a "replace sensor" message from the adc device. Due to this issue, customer was unable to obtain readings or glucose alarms and experienced symptoms of headache and "tingling in the legs." The customer was treated with gummy bears provided by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message from the adc device. Due to this issue, customer was unable to obtain readings or glucose alarms and experienced symptoms of headache and "tingling in the legs." The customer was treated with gummy bears provided by mother. There was no report of death or permanent injury associated with this event.